Manufacturer narrative:
Unit received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was cracked near the drive support cap. Customer stated that the drive support cap did not appear to be damaged. Blood glucose level at the time of the incident was 87 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.